Event description:
It was reported that the battery was intermittently fluctuating. Customer's blood glucose level was 120 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.